Manufacturer narrative:
The adverse events section of the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for an evaluation. Without a product return, no product evaluation is able to be conducted. It is reported that the patient was a bi-lateral revision due to significant limited range of motion, severe pain, and heterotopic bone growth; there is no allegation the implants did not function as intended. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. This is report eight of nine for the same event. Reports one through seven and nine are reported in MFR #0001032347-2017-00104 through 0001032347-2017-00110 and 0001032347-2017-00112.

Event description:
A revision of a temporomandibular joint (tmj) implant was reported. On (B)(6) 2017, it was confirmed by a representative from the doctor's office that the only explanted part was the right fossa implant. However, on (B)(6) 2017, another representative from the doctor's office retrieved the patient's operative report and stated the operative report indicated the following: patient was a bi-lateral revision due to significant limited range of motion, severe pain, and heterotopic bone growth. The surgeon did not implant any new joints. The patient is healing well based on the last post operative follow-up appointment.